Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 272 (mg/dl). The customer stated the elevated bg level was due to just finishing a meal. A bolus via the pump was delivered to address bg level.